Manufacturer narrative:
A partial lead with the distal tip measuring 44.6cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.8-10.0cm from the distal tip. Internal insulation abrasion was noted at 11.2-11.9cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the lead was disconnected during a generator changeout, insulation breaks were noted at the device connection and the suture sleeve region. The lead was explanted and replaced. No adverse consequences were detected.